Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found other reports against the femoral head and insert. Per procedure, these devices are exempt from device history record review. One other report found against the yr4ce4000 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. From a medical perspective, based on the extensive medical records available to be reviewed, the complaint is unlikely to be product related. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege that the patient has suffered pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumours, bursitis, and bone erosion. Update: 1/8/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. During implantation the femur was cracked. Records are available for further review. Update rec'd 3/20/15 - sales rep reported revision surgery. Patient was revised to address infection. The cup is now being added to the complaint as MDR no. The complaint was updated on: 3/30/15. Update 6/15/15 - pfs and medical records received. Pfs now mentions infection. After review of the medical records for MDR reportability, the revision operative note confirmed infection with spacers placed. There was no metallosis or pseudotumors. The primary operative note indicated the cracked femur actually occured while broaching. The third product (stem) is being changed to an unknown broach. The stem, cup, and screw are being added for infection as it is now alleged per the pfs. The complaint was updated on: 7/14/2015.

Manufacturer narrative:
UDI: (B)(4).